Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's wife that the customer had low blood glucose and issues with device. Customer's wife stated the reservoir was empty and then had low blood glucose of 41mg/dl. Customer stated it over delivered insulin. Customer's wife stated they will take customer to hospital to seek attention.